Event description:
A pt reported inaccurate erratic results with a surestep meter. In a ss meter versus hcp meter comparison, blood glucose was 42mg/dl with the surestep meter and 252 mg/dl with hcp meter. Pt experienced nausea and light headedness. Pt reportedly had been cleaning meter incorrectly and had no control solution. Pt experienced a stroke after report and no further info could be obtained. No allegations of harm have been made.